Manufacturer narrative:
The returned device was evaluated. During investigation, the cable failed continuity tests due to a defective ground contact inside the masimo connector. The device was unable to retract as required. As a result, the ground contact will not engage with the sensor tab, causing an open connection on the blue conductor.

Event description:
It was reported that the device would not light sensor or read with masimo equipment. When an old cable with sensor was retrieved there were no issues. A new masimo lnop cable and new masimo dc-I sensor were also tried and these would not light either. The customer reported that this equipment was needed on a patient who was not doing well and this caused a delay in giving care due to having to go and find other equipment. There is no known impact or consequence to the patient.